Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was taken to emergency surgery to have the peg / j removed, reason was not known. On (B)(6) 2018, the nurse reported that the patient was diagnosed with peritonitis. The patient was treated with unknown oral antibiotics and the peg / j tubing was removed. The patient had been hospitalized for approximately 3 weeks and duopa lcig had not been started.